Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implantation of a resolute integrity coronary drug-eluting stent, the patient suddenly developed chest pain, low blood pressure, and heart failure. The exact onset of symptoms after deployment was not specified, but the condition worsened on day six. The stent was implanted in the left anterior descending artery, and the lesion was slightly calcified, non-tortuous with 90%stenosis. No issue was noted during stent deployment. The stent was fully expanded. An electrocardiogram indicated a myocardial infarction. Coronary angiography later confirmed subacute in-stent thrombosis in the left anterior descending artery, occurring six days after stent implantation. The myocardial infarction and thrombus were managed with conventional suction and balloon dilation to restore vessel patency. The patient was on dual antiplatelet therapy at the time of the event. According to the physician, stent size selection and characteristics of the stent¿s outer interlayer may have increased the patient¿s susceptibility to thrombotic events. The physician assessed that the mi event was probable related to the use of the relevant device. The patient is taking bio specific antiplatelet drugs and statins. The patient was discharged from the hospital. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was believed that the selected stent size may have been inadequate for the patient. Approximately 5 days post the stent implant, the patient suddenly developed symptoms of chest pain, low blood pressure and heart failure. The patients condition worsened on day six. Correction: d6a. Implanted date it was reported that one resolute integrity coronary drug-eluting stent was implanted in a patient in the opening of the left anterior descending artery. The electrocardiogram indicated an acute myocardial infarction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.